Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate high voltage therapy shock from their implantable cardioverter defibrillator. Upon interrogation of the device, it was determined that the device had diagnosed a superaventricular tachycardia episode as a ventricular tachycardia episode and emitted treatment. Programming changes were discussed. The patient was stable throughout the interrogation and would continue to be monitored.